Event description:
I am writing to formally report a concern regarding the covidien nellcor pm100n bedside pulse oximeter, which we believe may have contributed to the death of our daughter due to a potentially delayed alarm notification. Our daughter passed away on (B)(6) 2024, at the age of four months. She was living with trisomy 13 and was receiving full-time care at home, supported by various medical equipment, including the pm100n device, which was monitoring her oxygen saturation and pulse rate. The device was configured to alert us with priority alarms in the event of oxygen desaturation or bradycardia. On july 18, 2025, we received a notification referencing a delayed priority alarm issue with this device. This new information raises significant concerns for us. It is now a painful possibility that the alarm delay may have affected our ability to respond quickly during a critical desaturation event. Had the alarm sounded promptly, we might have been able to stimulate and resuscitate her before she reached a state from which she could not recover. Our daughter had frequent desaturations and bradycardia episodes during her hospital stays, which were successfully addressed with immediate response and stimulation. We had been trained and were experienced in reacting to these events. We are seeking answers to the following: was this a known issue at the time of use, and if so, was there a delay in issuing the recall or notification? Is this a pervasive issue across other units or settings? Could this delay in alarm functionality have reasonably contributed to or caused the lack of timely intervention and ultimately, her death? We respectfully request a thorough investigation into this matter, including any available findings related to this defect and any steps that are being taken to address it. We would also appreciate information on how other affected families have been notified and supported. Thank you for your attention to this serious concern. We are grieving parents trying to understand what may have happened and how to ensure that other families are not similarly affected.